Event description:
Additional information was received from the manufacturing representative (rep). It was not determined what the cause was for the catheter malfunction was.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter; ubd: 20-feb-2003, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (hcp) via a manufacturing representative (rep) regarding a patient receiving 15 mg/ml of dilaudid at 4 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient¿s pump was replaced on (B)(6) 2018 (please refer to MFR report # 3004209178-2018-17010) and the catheter was not patent. However, the doctor stated they needed to wait a week before replacing the catheter because the patient needed to stop her aspirin for 7 days. The catheter was replaced on (B)(6) 2018. It was indicated the device would not be returned for analysis. There were no reported environmental/external/patient factors that may have led or contributed to this issue. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as ¿alive - no injury.¿ other medications being taken by the patient, patient weight, and medical history were not available. No further complications were reported or anticipated.